Manufacturer narrative:
Occupation is patient/consumer. The consumer did not hold the tube when stirring the swab while following step 5 in the instructions when he obtained the negative result. He held the tube, released the tube, and then stirred the swab. Product labeling for step 5 states: "insert the swab into the tube until the soft pad is in the liquid. Squeeze the tube at the bottom and hold it tight. Then stir the swab more than 10 times. This is to transfer the biological material from the swab to the liquid." Product labeling also states: "failure to follow the instructions may result in inaccurate test results." The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported a negative result with the covid-19 at-home test compared to pcr. On (B)(6) 2022 at approximately 1:00-2:00 pm the consumer performed a covid-19 at-home test and the result was negative. The consumer didn't believe the negative result was correct as he was experiencing symptoms. On (B)(6) 2022 at approximately 3:00-4:00 pm, the consumer had a pcr test performed at his doctor's office and the result was positive. No other information can be provided. No additional information about the outcome was provided.